Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the monitor was analyzed and no anomalies were found.

Event description:
It was reported that the patient's care link monitor goes through the sequence of a successful transmission but the clinic does not receive that data. A new monitor was sent to the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient's care link monitor goes through the sequence of a successful transmission, but the clinic does not receive that data. A new monitor was sent to the patient. No patient complications have been reported as a result of this event.